Event description:
It was observed that during the device evaluation, the subject device exhibited rattling, looseness of the coupler holder and electric contact corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint was rattling due to looseness of the coupler holder and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.